Event description:
Reporter indicated that a vns pt's generator ws unable to be interrogated and is believed to be at end of service. The pt is also experiencing a slight seizure increase. It is unk if the seizure increase is greater than pre-vns baseline levels. A battery estimation with limited data shows approx 2.05 years remaining. Generator replacement surgery is planned. Attempts to gain further information are in progress.

Manufacturer narrative:
Device end of service is suspected, but has not been confirmed.